Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured, and black foreign matter was seen in the inflation device when the balloon burst. The device was removed, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
G4 premarket / 510(k): k163174.